Manufacturer narrative:
H3: device evaluated by MFR:: procedural media was provided to aid in the investigation. 13 series of procedural angiographic media from the index procedure were reviewed by a bsc quality engineer. A lotus valve was successfully implanted in an acceptable position. The complaint event of thrombosis could not be confirmed by a review of the provided media. Review of the transthoracic echocardiogram (tte) study was completed by a bsc medical director. Tte study 48 months post lotus implantation was reviewed. The lotus implant leaflets are poorly or not at all visualized in the echo, which is typical due to limitations on overall imaging resolution and shadowing caused by the stent frame. Hence, this imaging modality is not very useful for direct visualization of thrombotic material in the prosthetic. 4d cta is the modality for the visual leaflet assessment. Echo is used for functional assessment of valves hemodynamic performance. In this case a mean transvalvular gradient of 22 mmhg is reported and a intravalvular regurgitation that is moderate, can be seen. H6 device codes: new code added.

Event description:
Reprise iii study: it was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 600 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty as directed in the directions for use ,with subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, as instructed by the directions for use. Three days later, the subject was discharged on aspirin and 6 mg warfarin per day. Event summary: 1500 days of post index procedure, 4d computerized tomography (CT) scan was revealed the presence of hypoattenuating leaflet thickening attached to all the three leaflets. Maximum thickness of affected cusp was measured on the long axis of the device: 1.8 cm. The thrombus of leaflets correlates with the rise of gradients on echocardiogram. The subject was diagnosed with aortic valve thrombosis and coumadin dose was increased to 7.5 mg per day.the subject to be followed up with CT scan in the next one month. At the time of reporting, the event was considered not recovered.

Event description:
(B)(6) study. It was reported that valve thrombosis occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 600 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with balloon valvuloplasty as directed in the directions for use ,with subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, as instructed by the directions for use. Three days later, the subject was discharged on aspirin and 6 mg warfarin per day. Event summary: 1500 days of post index procedure, 4d computerized tomography (CT) scan was revealed the presence of hypoattenuating leaflet thickening attached to all the three leaflets. Maximum thickness of affected cusp was measured on the long axis of the device: 1.8 cm. The thrombus of leaflets correlates with the rise of gradients on echocardiogram. The subject was diagnosed with aortic valve thrombosis and coumadin dose was increased to 7.5 mg per day. The subject to be followed up with CT scan in the next one month. At the time of reporting, the event was considered not recovered.